Event description:
It was reported that a device interrupted a 5 mg/hr infusion of versed when it alarmed system error 322. It was reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. The unit was tested for 24 hours with no occurrence of ec 322. Evaluation was unable to determine the cause. However, a review of the history log confirms the ec 322 reported symptom. Evaluation of known contributors to ec 322 has led to the determination that the upper and lower auxiliary assemblies were the failing components and require replacement. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper and lower auxiliary assemblies were replaced.